Manufacturer narrative:
Device manufacture date: august 4, 2016 ¿ august 8, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed the bladder was ruptured. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured upon filling the device with 50cc of solution. The reporter stated that the device was filled manually via a syringe. There was no patient involvement. No additional information is available.